Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the reference was not set to an instance of an object. The technical support specialist (tss) connected to the station and powered it down. After accessing the station database (db), the tss verified that it was intact and the db size was adequate. The tss referred the knowledge article titled resolving device instability or performance issues using system file checker [sfc] and executed the operating system file checker. The tss also reviewed the medication (med) application logs, but the problem continued to occur. The station had been backed up and was completely synchronized. Nevertheless, the issue remained, as indicated by an error in the med application log. The tss requested the customer to verify the accessibility of the drawer, but the customer replied, unable to access the drawer. Subsequently, the tss examined the event viewer, which revealed a critical kernel power error. The tss then contacted the customer to inform that further assistance from a field service engineer was necessary to inspect the internal battery. Eventually, the customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es object reference was not set to an instance of an object. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.